Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted and replaced with another manufacture's device.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted and replaced with another manufacture's device.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 03, 2025, with lot number 2609127. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.